Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. An opticross hd imaging catheter was selected for ultrasound examination. During the procedure, the device got stuck with the non-boston scientific guidewire and both devices had to be removed together. The procedure was completed with another of same device. Once outside the patient the guidewire was able to be removed from the catheter and did not appear damaged. There were no patient complications.